Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the vessel sealer (vs) instrument closed on its own. It was reported this event occurred while the surgeon's head was outside of the console. The instrument release kit (irk) was used to successfully unclamp the instrument off the tissue. Another vs was used to continue the procedure. Multiple attempts to obtain additional information have been made; however, no further details have been received.

Manufacturer narrative:
The vessel sealer extend instrument used during this event was not received for failure analysis investigations. No field service action was required. The vessel sealer logs for this procedure were reviewed. The logs show the first vessel sealer extend instrument was installed 1 time and passed homing 1time. Total of 1 cut complete event was noted. The e-100 logs show a total of 3 coag and 8 seal events with no errors. The instrument was used for 5.67 minutes. The logs show the second instrument vessel sealer extend instrument was installed 1 time and passed homing 1 time. A total of 22 cut complete events were noted. The e-100 logs show a total of 63 seal events with 11 high initial starting impedance errors. The instrument was used for 17.42 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument for failure analysis evaluation. The reported event with the instrument could not be replicated nor confirmed. Visual inspection found no damage. The instrument was tested on an in-house system. The instrument passed engagement, recognition, cut, seal and initialization tests. The jaw moved with a full range of motion, and no damage was found at the distal end that would cause any failure of the instrument. The instrument moved intuitively with a full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.